Event description:
Clear care plus solution with hydraglyde (alcon) - bought this instead of the regular "clear care cleaning and disinfecting solution" from the same company. The regular one is fine and I've been using it for a number of years. But this new one, with the "hydraglyde" addition, is horrible. I couldn't figure out what was happening with my eyes, thought it was eye strain, overused contact lenses, etc. Eyes were constantly dry, gritty, sensation of something constantly in my eye/eyes. Slight discharge and tearing also. None of my usual "home remedies" for dry, tired eyes worked. Started to think something was seriously wrong with my eyes. Then I thought about it, the only thing that had recently changed (except for some extra-long days in front of the computer for work) was that I had picked up this new solution. I went on to (B)(6) (which generally has a good span of well-written product reviews) and found out I'm not the only one having problems (to my relief!) Not all of the problems are exactly the same as mine (many speak of a film/cloudiness/blurriness, which I also have to a point). But its enough of the same that you guys should check this out. I'm not sure if this link will work for you in order to access the reviews I'm referring to but give it a try. If not, go to (B)(6) and type in clear care plus solution with hydraglyde and read the reviews by the users (not the company, of course.) Negative/problematic reviews of clear care plus solution with hydraglyde: (B)(6).